Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. Orthopedic procedure name? Please describe how was the adhesive was applied. What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / ID, or date of birth; bmi. Patient pre-existing medical conditions (ie. Allergies, history of reactions) has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? What is the physician¿s opinion as to the etiology of or contributing factors to this event? Additional information has been requested and received. Attempts to obtain the device have been made. What is the procedure date? (B)(6) 2024 dos. What date did the reaction occur on? (B)(6) 2024 reaction after 72-96 hrs after surgery. Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription medication)? If so, please specify. No re-operation no product removed. If medication was required, please clarify if it was prescription strength. Patient rx - high dose steroids. Can you identify the lot number of the product that was used? Lot number unknown. What is the most current patient status? Both arteries (3) incisions. ~2cm length closed with derma bond standard fashion, stain + derma bond allowed to dry bullous delayed (type IV) hypersensitivity reaction at 72-96 hours. Condition resolved but has some additional scanning as a result of reaction. Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep). No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an orthopedic procedure on (B)(6) 2024 and topical skin adhesive was used. A patient had a blistering reaction to adhesive. Doctor says this is the second time the has been used on this same patient. The first procedure there was no reactions, but the second procedure, the patient is blistering. Device was not returning. Treated with high dose steroids. Bullous delayed (type IV) hypersensitivity reaction at 72-96 hours. Condition resolved but has some additional scanning as a result of reaction additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. Please describe how was the adhesive was applied. What prep was used prior to, during or after adhesive use? Chloraprep. Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Not known. Is the patient hypersensitive to pressure sensitive adhesives? Not known. Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? No. Patient demographics: initials / ID, gender, age or date of birth; bmi 12 years old. Patient pre-existing medical conditions (ie. Allergies, history of reactions) not known. Has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Not known. What is the physician¿s opinion as to the etiology of or contributing factors to this. (Please refer the attached email) isn¿t sure what caused this type of reaction. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.